Manufacturer narrative:
Device investigation: results: the coil is detached from the pusher assembly. The coil is complete with some minor coil offsets. The pet lock at the proximal end of the pusher is in place and the pull wire is inside the capture feature in the distal detachment tip (ddt). The proximal constraint ball is in place. These observations are consistent with an undetached coil. The coil pusher assembly is nonfunctional. The dimensions of the components were evaluated on a see mic optical measurement system. The ddt, proximal constraint ball, and the pull wire tip were all measured and were within specification. Conclusion: the unintentional coil release noted in the complaint is confirmed. The cause of the unintentional detachment was likely a failure of the joint between the distal detachment tip and proximal constraint ball due to force placed on the joint during coil manipulation in the patient in excess of the tensile strength of the joint. This conclusion is based upon the observations during the device evaluation and description of the complaint. During the device evaluation there were no breaks found in the coil and all components of the detachment mechanism were within specification. In addition, complaint describes the physician repositioning the coil multiple times due to instability in the catheter which may have led to excess force on the coil and pusher assembly. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The physician was attempting to coil a renal aneurysm measuring about 10 mm in diameter. He had accessed the aneurysm with a 0.027" progreat catheter and attempted to place a penumbra 400 10 x 30 cm complex standard coil. The catheter was unstable and he had to reposition the coil multiple times. After manipulating it many times, he found the coil to be disconnected from the delivery system. He then removed the progreat catheter and used a snare to safely remove the detached coil. He then injected dye into the vasculature and found the aneurysm had thrombosed. The case was completed without any coils placed. There was no patient injury.